Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Manufacturer reference number: 2017865-2019-12075, manufacturer reference number: 2017865-2019-12079. It was reported that the patient presented in clinic. Upon review it was noted that the implant pocket never healed and closed. The pacemaker, atrial lead and right ventricular lead were explanted and replaced on (B)(6) 2019. Patient was stable.